Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens. The pt underwent uneventful spherical icl implantation on (B)(6) 2011. The pt had a progressive increase in anterior chamber reaction which was treated as an iritis, but it did not respond adequate to treatment of systemic and tropical steroids. The iris developed a severe reaction of fibrosis and the surgical pi closed. The pt has severe vitreous inflammation and vision loss. The lens remains implanted. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4).